Event description:
Manufacturer's local lab confirmed the lancet protrudes beyond the end cap of the softclix device. Suspect device has been returned.

Manufacturer narrative:
The event occurred (B)(4).